Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. (B)(4). Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusion - (no conclusion can be drawn) based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens in to the patient's left eye (os) on (B)(6) 2014. Low vault was noted, as well as lens rotation. The lens was exchanged for a longer lens on (B)(6) 2015 and the problem was resolved.

Manufacturer narrative:
Method: medical review and device history review. Results: visual inspection of the returned product showed the lens was received dry with pen marks. No visible damage was observed. Medical review - that the inadequate vault is a consequence of wrong lens use failure mode (i.e. Improper white to white measurements, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition; poor correlation of white to white measurement and length of ciliary sulcus in an individual case; irregular ciliary sulcus or ciliary sulcus cyst. Several factors may contribute to rotation of an icl (i.e. Patient's anatomical structure, a short lens and haptic position, ect). Conclusion: based on the complaint information, work order search, medical review and evaluation of the returned product, a probable root cause of the inadequate vaulting has been determined to be related to inaccuracy of the white to white measurement or mismatch between white to white and the sulcus to sulcus diameter. (B)(4).